Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion in the mid-distal right coronary artery had moderate tortuosity, mild calcification, 75% stenosis, and in-stent restenosis of a previously deployed stent (another company's). An attempt was made to deploy another company's stent by direct-stenting; however, it failed to cross the lesion. Thus, the 2.5 x 15 mm voyager rx balloon catheter was advanced for pre-dilatation. The voyager balloon ruptured at 8 atms when inflated for the first time. There were no patient effects. No additional event or patient information was available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification and tortuosity, excessive applied pressure, or insufficient preparation prior to use. In this case the rx voyager was used to treat a mildly calcified in-stent restenosis. Interactions with the calcification or stent struts could have contributed to mechanically damaging the surface of the balloon such that upon inflation, it ruptured. A definite root cause for the balloon rupture could not be determined.